Event description:
The below report was received by health authority ansm (reference number: (B)(4). On 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("severe abdominal pain mostly in the lower abdomen on the left where the essure is inserted") in a 36 year-old female patient who had essure inserted (lot no. 86951) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required), ovulation pain ("pain during ovulation"), migraine ("migraines"), dysmenorrhoea ("pain during menstruation"), myalgia ("unexplained muscle and tendon pains"), fatigue ("intense, unexplained fatigue") and tendon pain ("unexplained muscle and tendon pains") and was found to have weight increased ("significant weight gain"). On unknown date she experienced burnout syndrome ("unexplained fatigue resulting in burn out"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2024). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, ovulation pain, migraine, dysmenorrhoea, myalgia, fatigue, tendon pain, weight increased or burnout syndrome. The reporter commented: removal scheduled for (B)(6) 2024. Sensation of living in an older person¿s body since insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. The most recent information was received on 03-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("severe abdominal pain mostly in the lower abdomen on the left where the essure is inserted") in a 36 year-old female patient who had essure inserted (lot no. 86951 not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required), ovulation pain ("pain during ovulation"), migraine ("migraines"), dysmenorrhoea ("pain during menstruation"), myalgia ("unexplained muscle and tendon pains"), fatigue ("intense, unexplained fatigue") and tendon pain ("unexplained muscle and tendon pains") and was found to have weight increased ("significant weight gain"). On unknown date she experienced burnout syndrome ("unexplained fatigue resulting in burn out"). The patient was treated with surgery (essure removal scheduled for june 2024). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, ovulation pain, migraine, dysmenorrhoea, myalgia, fatigue, tendon pain, weight increased or burnout syndrome. The reporter commented: removal scheduled for (B)(6) 2024 sensation of living in an older person¿s body since insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Batch: 86951 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.